Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been light headed. The right ventricular (rv) lead exhibited high thresholds, high impedance, and an x-ray showed possible wire insulation damage and wire exposure near the patient's clavicle. The rv lead was inactivated and replaced. No further patient complications have been reported as a result of this event.